Manufacturer narrative:
(B)(4). Correction: it was reported that the implant was not explanted, only the abutment was removed due to infection at the implant site. The correct brand name is, cochlear baha connect system, and not flange fixture and abutment as previously reported.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed october 5, 2016. H3 other text: not returned to manufacturer.

Event description:
Per the clinic, the device was explanted due to abscess and cellulitis at the implant site (date not reported).